Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service engineer (fse) went on-site to evaluate the suspect device. It was reported the by the fse, the touch screen was unresponsive. The fse replaced the front panel assembly, performed operational verification procedure (ovp) and reported the unit meets service specifications. The suspect component will be returned for further evaluation. At this time, carefusion failure analysis laboratory has not received the suspect front panel assembly for evaluation. A follow-up report will be included once investigation is complete.

Event description:
The customer reported while using the vela ventilator; the touch screen is frozen on start-up and will not allow changes. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
The vyaire failure analysis (fa) lab received the suspected front panel assembly and performed a failure investigation. The fa lab performed a physical/visual inspection and power tested the front panel. Additionally, the touch screen calibration was performed and passed. The reported issue was not confirmed in the laboratory setting. Therefore no component root cause could be determined for the cause of the reported event.